Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that a possible overdose occurred as the patient reported symptoms of an overdose following a refill. The pump was refilled on (B)(6) 2013. This device system delivered baclofen and clonidine. In addition, the patient had become delirious while driving her car on the interstate. The patient pulled over and emergency services was notified. When the emergency response team arrived on the scene, the patient became combative and a physician was informed. The physician was able to speak to the patient and instill some level of calmness and the physician requested the paramedics bring the patient to a specific hospital. Upon hospitalization, the patient eventually coded that evening and had to be treated aggressively. The patient was revived and was placed under observation. The physician¿s assessment of over infusion was based upon volume discrepancy testing she performed within twelve hours of a 20 cc refill, as well as signs and symptoms exhibited by the patient. These signs included rapid accelerated heart rate and anxiety followed by rapid deceleration of blood pressure and heart rate. This believed to be instigated by a clonidine overdose. Upon performing the reservoir volume discrepancy testing twelve hours after the 20cc refill procedure, 2.5 cc volume discrepancy was noted. The dose for this patient is ~0.25cc / day of baclofen and clonidine. During the refill procedure, the physician observed some ¿crunchiness¿ around and near the pump. The physician initially had a hard time refilling the pump, but was ultimately successful and did not suspect a pocket fill. However, the physician did consider the possibility of drug leaking from the proximal catheter that subsequently dried to potentially cause this ¿crunchiness.¿ the physician planned to explant the pump next week and will return it for testing. The physician may understand more about the etiology of the ¿crunchiness¿ upon explant. It was also reported that a reservoir volume discrepancy occurred. The ¿interrogated¿ reservoir volume was 19.8 and 17 ml was aspirated on (B)(6) 2014. The outcome was reported as on-going. Therapy was suspended by placing a magnet over the pump on (B)(6) 2014. The severity was reported as severe and this resulted in in-patient or prolonged hospitalization. It was further reported that the device event was now reported as a pump over-infusion. The patient experienced an altered mental status, sedation, and unstable vital signs. The pump was interrogated on (B)(6) 2014. The entire system was replaced on (B)(6) 2014 and the issue was reported as resolved without sequelae on (B)(6) 2014. The etiology was reported as being related to the device or therapy not but related to the implant procedure.

Manufacturer narrative:
Additional information/evaluation summary: visual inspection of the pump upon receipt found that the septum had a significant amount of damage. The septum was tested under pressure and no leaking was found. Dispense/infusion testing was done and the pump passed testing. (B)(4).

Manufacturer narrative:
Rpa needed to re-visit and finish out destructive analysis per deviation. No anomalies were found during destructive analysis. No new or additional analysis afc codes needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.